Manufacturer narrative:
The customer reported that the infusion completed too quickly. Two samples were received for quality investigation. One sample of infusion set 2260-0500 was submitted with an unknown secondary infusion set. The infusion sets were visually examined and no damages or abnormalities were visually identified. The infusion sets were then primed and a simulated infusion was conducted at a flow rate of 125 ml/hr. There were no issues of occlusions or backflow found during testing. In order to replicate the failure reported, all the infusion set clamps were left open. Fluid from one of the infusion bags would flow into the other bag giving the appearance that the entire infusion bag was empty before its programmed infusion rate. The customer complaint of flow issues - accuracy was not confirmed. Based on the investigation findings, and the failure not being replicated under normal use, the root cause is considered to be a misuse of the infusion set that caused for the infusion to have appeared to have been conducted faster than expected. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No further information was provided.

Event description:
It was reported that bd alaris pump module low sorbing set was over infusing the following information was received by the initial reporter with the verbatim: "the bag was labeled as having 250mls in it, the pump was programmed to infuse the ordered volume over 24 hours. In 3 hours, the pump alarmed and the entire volume of the bag (250ml) had infused. The pump was correctly programmed and verified via 3 rns."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed